Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy device (crt-d) received multiple inappropraite shocks when falling asleep. In addition, the electrograms revealed possible complete loss of capture in the left ventricle.